Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic procedure, the device tip had caused a 1st degree burn on the left breast upper quadrant near surgical site during hook wire localized excision of the breast lesion. Another tip was used to complete the case. Re-scission was done to treat the burn. There was no any device component that fell into the cavity of the patient. There was no any unanticipated tissue loss as a result of this problem. There was no blood loss. There will be no additional operation performed to correct the issue. The device was not reprocessed and reused on a patient. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The device did not break during procedure. Photo observation showed that the blue insulation part was damaged and a photo of the burn site had lacerated.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three devices were available for evaluation. Visual inspection noted damage to the blue insulation of all three electrodes. The clear piece of insulation was still attached to the electrodes. It was reported that the blue insulation part was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur with user manipulating device in order to expose more of the electrode. Perhaps, trying to remove the clear plastic piece. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe the electrode often with a moist gauze or other material. Do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.